Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the healthcare provider saw an out of regulation (oor) message on the patient programmer. The patient is going to meet with the healthcare provider to address the oor but she wanted to call ahead of time to evaluate and see what the oor was. Symptoms reported were tremors and it is considered a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the oor and sudden tremors was due to the ins being off. Actions/interventions taken included turning the ins back on and they verified the cause. The oor and sudden tremors is resolved.